Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer tested her blood sugar because she was feeling "funny" and lightheaded. Customer reported receiving a reading of 229 mg/dl on her adc blood glucose meter, which was lower when compared to health care professional's (hcp) meter reading of more than 500 mg/dl. Customer self presented to the hospital and was diagnosed with hyperglycemia and start of alzheimer's. Customer was treated with an intravenous of unknown type and other unspecified medications. EKG and CT scans were done. Customer self-treated with albuterol, doxycycline, advair, glucotrol xl, plavix, lisinopril, lantus, prednisone, and lovastatin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.